Manufacturer narrative:
Device received with broken battery tube thread noted. The test reservoir was able to lock in place. Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were sticking and sometimes were unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer reported that there were no warning before the battery dies and had a decreased battery life. The customer reported cracked battery compartment on the insulin pump. The device will not be returned for analysis.